Event description:
The customer reported observing a flame and smoke at the back of the cell-dyn 3200 sl. Analyzer from the area where the fans are located. The analyzer was unplugged and the fire put out with no impact to operator or test results. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
Investigation summary: the customer reported that a flame and smoke were seen at the rear fan opening of the cell-dyn 3200 analyzer: the screen was okay and the fans continued to work. The instrument was unplugged and the fire put out. There was no impact on patient results and no impact to the operator. Service was sent out as the instrument was down. A check of the voltage found the power supply was out of service. The power supply assembly was changed, voltage tested okay. The performance of the instrument was verified. The cd3200 system operator's manual (06h60-01, rev m), section 5, operating instructions, concerning shutdown of the instrument that in an emergency situation the power should be shut down as quickly as possible. Section 7, operational precautions and limitations, states in the overview that the instrument should be situated with adequate space around the instrument to allow the instrument to be disconnected easily from the power source. Section 8, hazards, discusses safe handling of the instrument, that is, disconnect the instrument before removing any instrument panel. Trending: a review of complaint reports, for 2007, did not indicate any adverse trend for cell-dyn 3200, list base 04h60-01 for issues with power supply failure. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 5: operating instructions: daily shut down procedure, intermediate term shutdown; p. 5-100. Section 7: operational precautions and limitations; overview: p. 7-2. Section 8: hazards: hazards information and precautions: electrical hazards: p. 8-4. Conclusion: the device was evaluated and an electrical problem with the power supply was identified causing the device to malfunction. The power supply was replaced to resolve the issue with no report of injury or impact to patient management. This is the final report. End of report.